Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the screw, it was observed that the shaft had sheared distal to the head. The shear face was raised and coarse, suggesting that the screw broke from brittle fracture. These devices are indicated to provide temporary fixation in order to facilitate arthrodesis in the spine. Fusion at the subject levels could not be confirmed. It is possible for a non-fusion to allow for dynamic motion within the construct, which may introduce compounding stresses to the hardware, causing the metal to fail in fatigue.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which two broken rods and a broken screw were removed. Revision surgery took place (B)(6) 2018. ( related to 3004774118-2018-00128)

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which two broken rods and a broken screw were removed. Revision surgery took place (B)(6) 2018.